Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received on (B)(6) 2018 that this event occurred during testing and there was no patient involvement. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The pump was visually inspected, and error code 10213 found on display. The customer's stated problem was verified. Inspected the pump and found error code 10213 on display. Further investigation of the pump and determined that the software was corrupted. Investigation concluded that the corrupted software was the root cause of the issue. Service replaced the corrupted software to correct the reported problem. The root cause of the reported problem was the corrupted software.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. The device was returned for analysis and has been evaluated. A visual inspection was performed, and an error code 10213 was found on the display which confirmed the customers reported complaint; however, the customers reported problem could not be duplicated. Further investigation of the pump determined that the software was corrupted. No actions were taken for the primary concern reported; however, the software was re-installed which resolved the issue. The root cause of the reported complaint was due to a corrupted software.

Event description:
Additional information received: customer response spreadsheet (1): no patient involvement, discovered during bench test, and event date updated to (B)(6) 2018.